Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure the exprsew iii ac+ rtn plate device and an unknown insertion instrument were being used when the retention plate was used three times to thread. It lost its strength to grab the suture from the fourth time and could no longer be used. In the past, as in this case, the plate has bent, and a gap has formed between the plate and the main unit. Then, it became unusable. The surgeon commented that if the same issue was repeated, the device cannot be used for surgery. A new device was used for surgery, and the surgery was completed successfully. However, the grip of the new device was not strong enough. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided. This is report 1 of 2 for (B)(4).